Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the proximal contact and delivery wire were kinked likely due to handling. The main coil was found to be stretched and broken from the main coil junction. Information available indicated that the coil was re-positioned in the aneurysm several times which is the probable cause for the damage sustained. Based on the information available it is likely that procedural factors contributed to the reported issue and main coil damages observed. Therefore, an assignable cause of operational context was assigned to this investigation.

Event description:
After repositioning the coil several times in the aneurysm; it became stuck in the microcatheter. The physician removed the microcatheter containing the coil from the patient&#62688;body. It was reported that when the coil was pushed out of from the microcatheter, it was observed, that the coil had detached from the delivery wire at the detachment zone. The physician replaced the coil and continued with the procedure. There were no reported clinical consequences to the patient due to this event

Event description:
After repositioning, the coil several times in the aneurysm; it became stuck in the microcatheter. The physician removed the microcatheter containing the coil from the patient's body. It was reported that when the coil was pushed out of from the microcatheter, it was observed, that the coil had detached from the delivery wire at the detachment zone. The physician replaced the coil and continued with the procedure. There were no reported clinical consequences to the patient due to this event.